Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 29-jan-2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (500 mcg/ml at 260 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient went in for a routine pump refill, but the hcp was unable to fill the pump. It was determined that the pump was inverted in the pocket. On (B)(6) 2019, the surgeon opened the pocket to find that the pump was inverted, and the pump segment of the catheter was partially coiled. Csf (cerebrospinal fluid) was aspirated and an open dye study was performed which verified catheter placement and patency. The pocket was revised to ensure a more snug fit for the pump; the pump was re-anchored into the pocket; and the pump was refilled. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. No patient symptoms were reported. The issue was resolved, and it was indicated that the hcp had no further information regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.